Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and associated implantable transvenous defibrillation lead exhibited pauses in ventricular pacing.